Manufacturer narrative:
Update to h3: device evaluated by manufacturer changed to "yes". Investigation conclusion: two ta inserters were returned. The returned inserter instruments were visually inspected to confirm the failure mode outlined in the description of the complaint. After reviewing the instruments, it was observed there was a minor splay in the claw of one of the inserters. Functional testing with trials could not reproduce disengagement of the trial by hand when locked, as described in the complaint and both instruments performed as intended. Testing of both locking knobs and pivoting knobs show both instruments performing as intended. Procedure outlined in the complaint references that the "red window" was present to indicate trial is sufficiently locked. However, per the reef ta surgical instructions and instrument function, the "red window" present indicted that inserter cannot pivot, not that trial or interbody is locked down. Inserters also had "lock" and a directional arrow to indicate which knob and which direction lock interbody. Therefore, the reported failure could not be confirmed. Root cause: reported failure could not be reproduced. Inserters functioned as intended. It is possible the distributor and/or surgeon mistakenly assumed the red indicator present in instrument window indicated interbody was securely attached, although per reef ta surgical guide this indicator pertains to instrument pivot function, not locking on interbody or trial.

Manufacturer narrative:
H3: instrument has been returned, but outcome of the investigation is still pending. Review of labeling: intraoperative warnings bending, disassembly, or fracture of implant and components dural leak requiring surgical repair.

Event description:
During a surgery that took place on (B)(6) 2025, the surgeon was attempting to insert a trial into the patient using the reef ta inserter and upon malleting the trial into the disc space, it unexpectedly dislodged and moved into the dura. The surgeon was able to retrieve the trial using curettes and other instruments, but the implant removal tool was not effective as it could not securely grip the back of the trial. After the dural tear, the surgeon attempted to load another trial, however, the surgeon was able to detach it by hand, indicating a potential issue with the locking mechanism. This issue caused a one hour delay while the surgeon had to repair the dura. Customer confirms the surgeon followed the approriate surgical technique for locking the trial on the inserter and that the patient is doing well after the surgery.